Event description:
The following info was reported to bsc. "Physician had difficulty to connect the blazer ii to a competitor cable, during the ablation, the impedance was very high. He stopped the procedure, retrieved the blazer and discovered that a distal electrode was burned and the connector was damaged."

Manufacturer narrative:
Investigation is currently being conducted; a follow up report will be submitted upon completion.